Event description:
It was reported that this patient had a left ventricular assist device put in. Shortly after the procedure, there was loss of capture (loc) on the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system along with noise and oversensing. It was noted that the rv pacing impedance measurements went up to 650 ohms. Troubleshooting was performed including different programming modes and it was noted that the loc was present on all modes except electrocautery mode so this device has remained in that mode. Technical services (ts) stated that tachycardia therapy is not available while programmed in this mode. Engineering analysis of device data revealed no abnormal changes or power consumption. It was noted that this patient was pacing dependent. X-rays were performed. It was noted that this patient will be further monitored and remain in electrocautery mode. No adverse patient effects were reported. Currently, this crt-d system remains in service.

Event description:
It was reported that this patient had a left ventricular assist device put in. Shortly after the procedure, there was loss of capture (loc) on the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system along with noise and oversensing. It was noted that the rv pacing impedance measurements went up to 650 ohms. Troubleshooting was performed including different programming modes and it was noted that the loc was present on all modes except electrocautery mode so this device has remained in that mode. Technical services (ts) stated that tachycardia therapy is not available while programmed in this mode. Engineering analysis of device data revealed no abnormal changes or power consumption. It was noted that this patient was pacing dependent. X-rays were performed. It was noted that this patient will be further monitored and remain in electrocautery mode. No adverse patient effects were reported. Currently, this crt-d system remains in service. According to additional information, this patient experienced ventricular tachycardia (vt) while programmed in electrocautery mode. This crt-d was reprogrammed for tachycardia therapy turned on and anti-tachycardia pacing (atp) resolved the vt. Imaging was performed including fluoroscopy in which it was discovered that the rv lead helix was possibly touching the patient's left ventricular assist device causing the oversensing. No additional adverse patient effects were reported. Currently, this crt-d system remains in service.